Event description:
It was reported that the patient was having premature ventricular contractions (pvc) and the following conducted event was intermittently undersensed. The episodes showed a pvc amplitude in normal range with a low r-wave measurement following. The patient had chronically low r-waves. Programming changes were recommended.